Manufacturer narrative:
The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 3.1cm from the hub. The fracture faces were oval as if kinked prior to separation. The damage is consistent with damage seen while experiencing resistance advancing through a guide catheter. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the reported difficulty and confirmed damage. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that while introducing the nc quantum apex into the 6fr guide catheter the shaft of the balloon catheter was broken outside of the patient. It was noted there was a little resistance while advancing the catheter. The balloon catheter was completely removed from the guide catheter and the procedure was completed with another of the same device. The patient was noted to be stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that while introducing the nc quantum apex into the 6fr guide catheter the shaft of the balloon catheter was broken outside of the patient. It was noted there was a little resistance while advancing the catheter. The balloon catheter was completely removed from the guide catheter and the procedure was completed with another of the same device. The patient was noted to be stable.